Event description:
Left ureteroscopy with laser lithotripsy, stent placement. Prior to the start of the procedure, preparation in the operating room included vaginal preparation with medline stick sponge with pvp. At the start of the procedure the surgeon drained the bladder, noticed a slow bleed from the vagina. Surgeon packed the vagina, at the end of the case visualized a laceration, attempts were made to control the bleeding, were unsuccessful. In pacu vaginal site bleeding, taken back to the operating room for control of bleeding. Review of the sponge stick - sponges are cut at the top of the sponge allowing the top of the sponge to pull away from the plastic stick exposing its tip.